Event description:
During review of programming history, it was noted that an interrupted diagnostic test occurred that changed device settings. The settings were not corrected at the time of the event. No adverse events have been reported as a result of this.

Manufacturer narrative:
Review of programming history.